Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to a full fracture. A new lead was implanted at the same surgical intervention. No additional adverse patient effects were reported.